Event description:
This lead was implanted on (B)(6) 2004 and still remains implanted at this time. It was noted on (B)(6) 2014 that there was a status message for the lead threshold. It was also noted on (B)(6) 2016 that the patient's heart rate was in the 50's. No information available about the physician and health care facility in australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).